Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high frequency artifact. The device was reprogrammed to single chamber pacing and discriminators effectively shutting down the atrial lead channel. The patient will continue to be monitored. Patient was stable.